Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that patient experiences a loss of reduction in radial fracture possibly due to mobilization with crutches after concomitant tibia plateau fracture. This report is for an unknown plate. This is report 1 of 1 from complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Additional information provided by initial reporter: during examination on (B)(6) 2013 implant (plate and screw) loosening has been noticed.